Event description:
It was reported the tip of the screw was bent when it was gripped with no impact to the patient. It is further reported the tip of the screw is fractured and missing.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). A visual inspection was conducted on the returned screw. The screw shows signs of use including marking on the screw head and shaft. The tip of the screw is missing. The complaint is confirmed. A determination cannot be made as to what happened to the screw tip. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.